Manufacturer narrative:
Analysis of the ins (B)(4) found that the connector modules, connector parts were out of alignment and there were issues with the strain reliefs.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A manufacturing representative (rep) reported lead insertion difficulty during a procedure. During the report, they confirmed the header bore was clear and the set screw was backed out of the bore. They were still not able to fully insert the lead into the implantable neurostimulator (ins). It was noted that the lead was not out of round. Rotating the ins and using lubrication did not resolve the issue. They tried inserting the lead 3 times. The rep noted they had tried reinserting a couple time prior to the troubleshooting. They could get the lead in most of the way but getting caught at the very end and can't see the blue tip. A new ins was opened and follow up indicated the new ins worked well, without incident. Impedances came back good and the rep would program the ins post operation. The first ins was returned. The ins indication for use was not clear at the time of the report.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because this is the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.